Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they have experienced low blood glucose. Customer's blood glucose level at the time of incident was 45 mg/dl. Customer also experienced high blood glucose level. They treated high blood glucose with manual injection. Customer was not wearing sensor. Customer declined troubleshooting. Insulin pump will not be returned for analysis.